Event description:
Consumer via phone stated that the toothbrush head didn't fit right into the oral-b smart 1500 toothbrush and came off in their mouth. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.